Manufacturer narrative:
Correction: 30-day, initial. This supplemental is to correct the information in section. It should have been 30 day initial rather than 5 day initial.

Manufacturer narrative:
(B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device passed all functional testing with no anomalies detected. Based on this information, there was no evidence of device malfunction.